Manufacturer narrative:
G4: 05feb2020. B4: (b0(6) 2020. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. A supplemental report will be submitted if new information becomes available submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported no oxygen (o2) supply. In addition, the customer found a o2 not available alarm when setting up the vent for use, and found low o2 supply pressure error. There was no patient involvement.